Event description:
Pt (58 year old male) developed a subacute closure 2 days post implant. Was taken back to catheterization lab where total closure was verified. Pt was ballooned, developed st segment elevations, was placed on iabp, defibrillated and expired 2 days later.